Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. On the same day as the receipt of this report, the patient was hospitalized for the event. The treatment was not reported. The action taken with the pd therapy was not reported. At the time of this report, the patient has not yet recovered from the peritonitis. No additional information is available.